Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib failure - service required" message and then power cycled for approximately 9 seconds. Complainant indicated that the clinician continued treatment of the patient with this device after the power cycle. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The clinical data was not available for evaluation as part of this investigation. The device's monitor board, multi-function cable receptacle, and multi-function cable gasket were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.